Event description:
It was reported, the ultrasonic probe exhibited several kinks and the internal wires could be seen (a split in the scope). Event took place during a diagnostic bronchoscopy procedure. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation appears to have led to the component failure. Olympus will continue to monitor field performance for this device.